Event description:
The external pulse generator was returned for service as a result of it being dropped and it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator fell but did confirm the customer comment that it needed repair. Analysis found the upper case was broken, the lower case was contaminated, the liquid crystal display (lcd) lens was broken, the battery release was contaminated, the two side bail covers were contaminated, the ring was bent, the battery drawer was scratched/damaged and the battery flex was contaminated. (B)(4).